Event description:
It was reported that the introducer sheath was placed prior to surgery in 2002. Post-op, the patient was sent to ICU. The ICU staff found that the hemostasis valve/sideport assembly had become disconnected or accidently pulled from the sehath. The patient lost several units of blood and went into cardiac arrest. CPR was successful, but the paitent suffered anoxic brain damage. The patient expired 2 weeks later. The autopsy is pending.